Event description:
The customer reported to olympus, air flow continued while the physician¿s finger was no longer on the air/water button when using the evis exera iii colonovideoscope. This caused bubbling at the tip of the scope obscuring the image. The event occurred during a diagnostic colonoscopy. There was no delay, and the procedure was completed using the subject device. There was no report of patient harm associated with this event. During incoming inspection, it was determined the insertion tube had minor snakiness. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of air flow continuing without engagement of button was not confirmed. In addition to evaluation, the plastic distal end cover had a deep dent. Bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the snakiness of the insertion section was due to normal deterioration. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual chapter 3 preparation and inspection states detection method.¿ olympus will continue to monitor field performance for this device.